Event description:
Clinical study. It was reported that 721 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi), and required a target vessel reintervention (tvr). The target lesion was identified in the 1st ob marg (1st ob marg.) And bifurcated with the proximal lcx. The target lesion was treated with pre dilatation and stenting using a 3.0x12mm taxus express2 study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged 2 days later on aspirin and plavix. Seven hundred twenty one days after the initial procedure, the patient was admitted for a non q-wave mi with the following peak cardiac enzymes: ck 135 u/l (235 uln); ckmb 2.2 ng/ml (10 uln); troponin 4.82 ng/ml (.08 uln). This did not meet our guideline criteria for an mi. The patient also had a tvr. There was focal in-stent restenosis of the previously placed stent and the proximal lcx was treated with stenting using a non bsc stent. In the opinion of the physician the relationship of the mi and the tvr to the taxus stent is probable. The patient was discharged 10 days later.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.